Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 4 months. The event occurred at (B)(6) university, (B)(6). The lvad remains implanted in the patient but is not in use. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital due to low flow alarms. Lab work, echocardiography, and a CT scan revealed a complete outflow graft occlusion by diagnosed factor 5 leiden disease. The patient is reportedly hemodynamically stable without inotropic support. The pump has been switched off and no further issues have been reported.

Manufacturer narrative:
A direct correlation between heartmate 3 lvas and the reported event could not conclusively be established through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files from the time of the event were submitted for review. The account reports that the patient was admitted because of low flow alarms. Labs, echocardiography, and CT scan revealed a complete outflow graft occlusion by diagnosed factor 5 leiden disease. The patient is reportedly hemodynamically stable without inotropic support. The pump has been switched off and no further issues have been reported at this time. The pump was not explanted and will not be returned for evaluation. The heartmate 3 lvas IFU lists thromboembolism as an adverse event or a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This document contains information regarding the recommended anticoagulation therapy and inr range. No further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.